Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a procedure wherein the leads were explanted. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20609612.